Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The tissue reportedly was torn and damaged when the clip was pulled off from the tissue in order for it to be removed from the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The tissue reportedly was torn and damaged when the clip was pulled off from the tissue in order for it to be removed from the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device noted that the device was fully deployed. The clip assembly was not returned with the device and a kink was noted on the control wire. Per the dfu the resolution clip is designed to be compatible with gastroscopes and colonoscopies. Based on the reported complaint, the clip was used in the duodenoscope inside the patient. The duodenoscope is a side viewing scope and the angle at which the resolution clip exits the scope is too great to be compatible with its use. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The tissue reportedly was torn and damaged when the clip was pulled off from the tissue in order for it to be removed from the patient. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.